Manufacturer narrative:
The lens was returned for analysis. Visual inspection found one haptic torn off and missing. Cause of damage could not be determined. The delivery device was not returned. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the lens in the left eye, the trailing haptic got caught in the injector. Reportedly, when the injector was pulled back to dislodge the haptic, the haptic broke off and remained in the injector. The incision was enlarged to remove the lens and suture was required. A second lens of the same model was implanted. No other information is available.